Event description:
Information following a pump replacement was also reported under manufacturer report # 3007566237-2014-01319 [the pump was interrogated and reprogrammed increasing the gablofen dose +6% on (B)(6) 2013. There was clinical evidence that recover from withdrawal was incomplete. The patient¿s legs had some stiffness. The patient was given tramadol for pain on (B)(6) 2013 and was prophylactically given heparin three days later. The event required or prolonged hospitalization. The outcome was reported as ¿resolved¿ on (B)(6) 2013.] Any additional information received regarding events following the pump replacement will be reported under this manufacturer report number. It was further reported that in the discharge summary that the patient was started on oral baclofen 10mg and her pump rate was programmed to her previous dose of 600mcg/day. On post operation day 3 the patient continued to complain of stiffness in her legs. She was evaluated by a health care provider (hcp) and her dose was increased to 645mcg/day. The patient remained on the oral baclofen and after the increase in the dose she remained stable with no evidence of baclofen withdrawal or overdose. She was evaluated by physical therapy and occupation therapy and with discharge recommendations to a skilled nursing facility for ongoing physical and occupational therapy. The patient was discharged on (B)(6) 2013 in stable condition.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(6), implanted: (B)(6) 2006, product type catheter. (B)(4).